Event description:
Notified of recent hospitalization from insurance claims. Diagnosis for admission: m17.12 - unilateral primary osteoarthritis left knee. No outreach made by this rn. Inj 10mlg/ml. Is the product compounded: no. Is the product over-the-counter: no.